Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was broken and unspecified drug leaked. This was identified during use of the device (priming). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 2021. H10: the device was received for evaluation. A visual inspection was performed which revealed a twisted tube that generated a leak. The reported condition was verified. The cause of the condition was a manufacturing related issue; due to the bonding step of the manual assembly was not performed per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.